Event description:
The customer initially called to report no delivery alarms on the insulin pump. The customer then stated that insulin leaked from the reservoir into the insulin pump's reservoir compartment. The reported blood glucose reading at the time of the call was 147 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow, once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the patient developed a granuloma at the tip of the catheter. The patient had magnetic resonance imaging (MRI) for "some other reason" and the granuloma was noticed. The patient was asymptomatic at the time of this report but due to the possible serious nature of the event, the physician sent the patient back to a neurosurgeon. The neurosurgeon did not feel comfortable explanting the device being a private practice setting so the patient was referred to another physician to have the system removed. The reporter assumed that both the pump and catheter were to be removed. The device system delivered morphine. It was confirmed that the pump and catheter were explanted. A new system was implanted after the granuloma had resolved.